Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an right atrial (ra) lead revision, this right ventricular (rv) lead was observed to have insulation damage. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.